Event description:
It is reported that the universal modular electric/battery double trigger handpiece was blocked and not functional. There was no pt harm; however there was a delay in surgery for approximately 90 minutes to obtain an alternate device to complete the surgery.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.